Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 337 mg/dl. The customer may not have programmed enough insulin units to correct for the bg. A correction via the pump was delivered and an insulin injection is available if needed. During a pump system check, the pump time was found to be off by 3 minutes. The cause was not reported. Tandem technical support assisted the customer with correcting the time.

Manufacturer narrative:
(B)(4).